Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was explanted due to undersensing with low p waves of 0.4-0.5. The lead was replaced.

Manufacturer narrative:
1/3/2018 - we were notified that this lead was not explanted due to undersensing. The physician explanted the lead due to unacceptable p wave values.

Manufacturer narrative:
(B)(6) 2018 - we received a device evaluation. Upon receipt, the lead under complaint was found cut approx. 25.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the lead tip was not received for analysis. The returned lead fragment was visually and electrically analysed. The visual inspection revealed cuts in the insulation which occurred most likely during the extraction procedure. Blood penetrated the lead. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.